Event description:
The reporter contacted animas on (B)(6) 2013 alleging blood glucose levels from 5.3 mmol/l to 28.9 mmol/l with trace ketones. The pump was reviewed with the reporter. The reporter confirmed that the basal rates were correct in the pump and indicated that the basal rates were just adjusted the previous day. The reporter indicated that there were no alarms in the pump history, the basal totals were correctly reflected in the total daily dose history, and the prime history was correct. The review of the pump did find that the patient had forgot to fill the cannula earlier in the day with the last site change. The reporter was advised that the pump appeared to be delivering appropriately per the troubleshooting. This report is made based on the allegation that the patient experienced hyperglycemia of unclear cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been requested for return to animas at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 06/22/2017 with the following findings: review of the pump¿s black box indicated no abnormal pump behavior. Data relevant to the alleged event was overwritten due to extended pump use. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).